Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 293 mg/dl, 147 mg/dl, 139 mg/dl, and 136 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.